Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Additionally, the pump indicated a data log corruption. The customer cleared the alert and continued to use the pump for insulin therapy. The customer indicated that blood glucose (bg) levels were low, however, a specific bg value was not provided. Although requested, the customer declined to provide additional information and declined troubleshooting.